Manufacturer narrative:
(B)(6). The lot was manufactured from may 8, 2019 - may 10, 2019. The actual device was received for evaluation. A visual inspection was performed and the sample contained no fluid in the device. Functional testing was performed by filling the device with green colored water. During and after the fill no signs of leak were observed between the administration tube and the top of the stress member. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked between the administration tube and top of the stress member. The set was filled with normal saline 0.9% in 240ml fluorouracil. This occurred during filling at the hospital. There was no patient involvement. No additional information is available.